Event description:
It was reported that the touchscreen was very glitchy. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance and troubleshooting, and no further action was required as the customer was out of warranty and in the process of renewal.